Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms nor device performance allegation can be confirmed. A device history record (DHR) and ship history review cannot be performed as the lot number was not available. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. Correction to field d1: brand name correction to field d2a: common device name correction to field d2b: pro code (product code) correction to field d4: model number correction to field d4: catalog number.

Event description:
It was reported that the patient underwent a surgery due to unspecified reasons. No additional information was reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a surgery due to unspecified reasons. No additional information was reported.